Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided by the contact. The information provided was limited and included details regarding the initial implant surgery and a subsequent procedure that appears to be unrelated to the hernia repair. Based on this additional information the initial determination remains the same, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information is obtained, a supplemental emdr will be submitted.

Event description:
The following was reported via maude event report (mw5073039): "small right inguinal hernia. Implanted with 3dmax mesh via laparoscopic robotic route. Developed severe burning pain down leg directly after surgery. Pain persisted at 8-10 on pain scale until 6 weeks post-op. At that time pain decreased slightly (6-10 on pain scale). Managed with oral narcotics. Pain persisted at that level out to approx. 3 months post-op and then began to intensify and include add'l areas such as groin and abdomen. Referred to a pain specialist and eventually to () for add'l surgery. Add'l surgery performed on () 2017; neurectomy, adhesion release. Slow but steady improvement as of () 2017."addendum per information provided in follow up with contact.the initial hernia repair was for a "very small hernia, only detected on ultrasound. Fat entrapped in hernia opening, which was resected during mesh placement, however lipoma not removed or noted in op report (removed in repeat surgery at (B)(6).)"

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Additional information was requested however, the contact has not provided anything additional at this time. As reported the patient underwent an additional procedure in 2017. During this procedure it is alleged that the doctor performed a neurectomy and adhesion release, however the information as reported does not indicate a connection between the bard 3dmax mesh and the procedure performed. Adhesion formation is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information is obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw5073039): "small right inguinal hernia. Implanted with 3dmax mesh via laparoscopic robotic route. Developed severe burning pain down leg directly after surgery. Pain persisted at 8-10 on pain scale until 6 weeks post-op. At that time pain decreased slightly (6-10 on pain scale). Managed with oral narcotics. Pain persisted at that level out to approx. 3 months post-op and then began to intensify and include add'l areas such as groin and abdomen. Referred to a pain specialist and eventually to () for add'l surgery. Add'l surgery performed on () 2017; neurectomy, adhesion release. Slow but steady improvement as of () 2017."